Event description:
It was reported that during a device check, possible fracture, lead failure, high undefined and a sudden rise in impedance, and noise were noted on the right ventricular (rv) lead. The rv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.